Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due the implantable cardioverter defibrillator exhibiting intermittent loss of capture in the right ventricle. It was noted that the patient experienced dizziness. Programming changes were made. There were no patient consequences.